Event description:
Pt underwent right solo unicompartmental knee arthroplasty on (B)(6), 2010. She reported low but increasing intensity pain since the index procedure, until the revision surgery to a tka (B)(4), 2011. Implants were not obviously loosened, but there was evidence that micromotion took place between the tibial component and the bone.